Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that emergency medical services were called three times, due to the customer having low blood glucose. The only recalled date was (B)(4) 2013. The customer was in a vehicular accident and was the driver. Customer's blood glucose was in the 20 to 39 mg/dl range when emergency medical services were called by her children. Customer believed the cause of her low blood gluocse was that she was sleeping through the low blood glucose, rather than treating. Customer also stated she experienced high blood glucose, but declined to troubleshoot for either high or low blood glucose. Nothing further reported.